Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer row boards were not detected on communication bus. A field service engineer reseated cables and verified using diagnostics that drawer and cubies functioned properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not detected on the communication bus even after restarted it. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.